Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy, keschenau el al 2018¿. The article is a retrospective cross border single center study and 44 patients who had a total of 45 open repairs were presented. Further communication with one of the authors of the article led to the opening of this complaint and the related complaints (B)(4) (3002808486-2020-00400) and (B)(4) (3002808486-2019-01158). The patient had an acute type b dissection and a zenith tx2 device was implanted. At an unknown interval after the surgery the patient had an open surgery performed due to a type 1a endoleak. Open surgery was chosen due to the patient's connective tissue disease. The device is used for a patient population other than those intended as per the IFU the safety and effectiveness of the device has not been tested in patients with diagnosed or suspected congenital degenerative collagen disease. Based on the provided information it has not been possible to establish an exact cause for this event. Cook will reopen the investigation if further imaging or information is received. A review of the device history record could not be performed as no lot number was provided. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Journal article: "open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy", keschenau, 2018. Catalog# is unknown but referred to as cook zenith thoracic device investigation is still in progress.

Event description:
Description of event according to article: a patient with an acute type b dissection had a tx2 implanted, at an unknown interval after the surgery the patient had an open surgery performed due to a type 1a endoleak. Open surgery was chosen due to the patient's connective tissue disease. Pneumonia, tracheostomy, vocal cord paresis. Indication for secondary open repair: type ia el, persisting false lumen perfusion why secondary surgery open instead of endo: connective tissue disease complications: pneumonia, tracheostomy, vocal cord paresis. Patient outcome: unknown.